Manufacturer narrative:
A supplemental report is being submitted for addtional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-march-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-march-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-march-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-march-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-march-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-march-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2023 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-june-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2023 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:17-june-2022 d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2023 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-june-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2023 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-june-2022 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance dataand the batteries subsequently tested out of specific ation during manufacturer¿s analysis. The batteries remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller ((B)(6)) was returned for evaluation. Ten (10) batteries ((B)(6)) were not returned for evaluation. A review of the manu facturing documentation confirmed that the associated batteries met all requirements for release. No performance allegations were made against the batteries; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both ports. Internal inspection of the controller did not reveal any anomalies. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs; supplemental testing also revealed contamination within the pins. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed twenty-one (21) controller power up events with associated pump start events were logged between (B)(6) 2023 at 21:13:39 and (B)(6) 2023 at 08:38:40, indicating losses of power to the controller. The controller was without power for an average of fourteen (14) seconds per loss of power . No momentary disconnections were observed leading up to the loss of power on (B)(6) 2023. Several momentary disconnections were recorded leading up to the remaining losses of power. Of note, following three (3) controller power-up events on (B)(6) 2023 at 07:22:09, 07:51:28, and 07:51:55, the controller power-down times were recorded with an invalid time stamp of 07:22:29, 07:54:19, and 07:54:19, respectively. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. In addition, review of the event log file revealed a pump start event with the date/time stamp of (B)(6) 2099 at 00:00:00. Further investigation using a representative sample revealed that the invalid date/time stamp event with the year 2099 can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the event log file. The invalid timestamp with year 2099 and invalid power down timestamps events are additional findings not related to the reported event. Based on the available information, the most likely root cause of the observed invalid data/time stamp with the year 2099 event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. The most likely root cause of the observed invalid timestamps with controller power downs event can be attributed to the software design for calculating the power down time. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) . Analysis of the data log file also revealed several premature power switching events that were due to communication errors involving (B)(6). Analysis of the data log file revealed several instances involving (B)(6) , where the batteries¿ relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. Review of the alarm log file revealed two (2) critical battery alarms due to communication errors were logged involving (B)(6) and (B)(6) . As a result, the reported premature power switching and losses of power events were confirmed; it is likely the loss of power is related to the reported vad stop event. The finding involving the batteries was confirmed. The batteries were lubricated prior to release. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. The most likely root cause of the observed critical battery alarms event can be attributed to communication errors between the controller and batteries. Possible root causes of the observed communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. Additional products: d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2024 / serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a loss of power which resulted in a ventricular assist device (vad) stop.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching. The controller was exchanged. No patient complications have been reported as a result of this event.